Manufacturer narrative:
(B)(4). Approximate age of device ¿ 52 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an abnormal ramp study with a normal lactate dehydrogenase (ldh) level. A potential issue with inflow/outflow graft was suspected. During the manufacturer's analysis of the system controller log file, two pump stoppages were observed and 1 low speed advisory was observed due to a possible driveline disconnect event while tethered on the patient cable/power module. The driveline disconnect events displayed in the file were possibly due to the percutaneous lead being momentarily disconnected from the controller. It was reported that the x-rays were unremarkable. The patient was administered inotropes, but not due to the events displayed in the system controller log file. On (B)(6) 2016, the patient was taken to the operating room for revision of the outflow graft. No further information was provided.

Manufacturer narrative:
The reported pump stop was confirmed based on the evaluation of the submitted system controller log file. The pump appeared to operate normally throughout the log file until a driveline disconnect event was captured on (B)(6) 2016 at 13:57 and the pump stopped. The driveline appeared to remain disconnected for approximately 8 seconds and was then reconnected and the pump resumed operating at the set speed. No other atypical events were captured in the log file. The captured pump stop event appeared consistent with the driveline being disconnected from the system controller. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.